Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" "48 ml with the flow rate 2ml/h the pse stops 15 minutes before the indicated time 7 ml on 48 ml are infused in 4h30".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were missing. The device shows age related signs of wear and tear and was dirty. A damage on the lower housing could be detected. 2.2 a functional test was performed. The device passed the self-test. An ops 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. A flow deviation could not be comprehended regarding the history files. Because of the missing date of incidence, the last therapy was analyzed. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,88%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 2.6 the device was disassembled, and the inside was investigated. Inside the device liquid residues could be found and an impact damage on the drive unit and the drive head housing was detected. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The damaged parts are due to an external force or fall damage.